Event description:
Customer reported the incorrect program was set in dsd unit after preventative maintenance. Four scopes were reprocessed with one rinse. One scope was used in a procedure.

Manufacturer narrative:
Four scopes were not rinsed adequately during the reprocessing cycle. Unit operated to specification with no errors or alarms. The aer was programmed incorrectly to include one rinse instead of three. One of the four scopes was used in a procedure involving a patient. The other three were removed from the shelf and reprocessed a second time with the correct number of rinses before being used. The scope received the appropriate contact time for the disinfectant (cidex opa- 5 minutes); so there is no concern of cross contamination between patients. However, there is a possibility of chemical exposure. To date, there have been no reports of injuries. If an irritation were to occur due to the possible chemical exposure, this would have become apparent within the first couple days succeeding the procedure. The facility confirmed no reports of injury. It is safe to conclude the inadequate rinsing of the endoscope did not contribute or cause a patient or user injury. The settings of the aer unit were reviewed by technical support with the customer and it was clear the inadequate rinses were due to the incorrect program being selected and preformed. Although, it is not certain through what medium the rinse program was changed, it is suspected during testing and diagnosis of the unit during preventative maintenance performed by field service engineer, a one rinse program was initiated and inadvertently not returned back to the recommended three rinse program. Manufacturer recommends the programing must be checked prior to reprocessing medical equipment prior to use to ensure all required parameters are correctly set, as stated in the IFU. If additional information is received, medivators will review and determine if any further action is required.